Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy with their scs system. X-rays indicated that both of the octrode leads were fractured at the anchor site. As a result, surgical intervention took place on (B)(6) 2025 wherein patient's entire system was explanted.